Event description:
Patient had original surgery in 2010, which involved a lapidus bunionectomy, with orthohelix plate and screw fixation. Surgery was for treatment of painful hallux abductovalgus with hypermobility.patient returned for a subsequent surgery due to nonunion of the metatarsocuneiform and arthritis with hallux varus deformity to the left first metatarsophalangeal joint.on removal of the hardware, it was noted that one screw was broken with the distal three threads buried within the medial cuneiform. Threads of the broken screw were left to prevent further damage to bone. Repair of nonunion included removal of sclerotic bone, bone grafting and fixation.